Event description:
It was reported that since implant the doctor has drawn a lot of blood from around the implant area. The physician felt it was blood clots. Also, the patient's pain had not been well controlled since implant, so the physician changed the medication from morphine to dilaudid. The area around the pump was hard and the pump was protruding through the skin. The pump was implanted in the buttock region. Additional information has been requested , but was not available as of the date of this report.